Event description:
It was reported that the patient was hospitalized due to hyperglycemia (564 mg/dL) along with Diabetic ketoacidosis (DKA) and was treated with intravenous drip, saline and potassium on (b)(6) 2026.

Manufacturer narrative:
Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.